Event description:
It was reported that (1) tlc55 device was used during a colon resection procedure. It was reported by the rep that on the second firing there was difficulty in advancing firing knob. With force he was able to advance the firing knob and return to prefire position. When stapler was opened it was discovered that no staples were present. A new device was opened, a new section of bowel was resected and the case was completed. It is unknown how the case was completed.